Manufacturer narrative:
A ge service representative performed an on site investigation. The sram card was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system would not boot up. No patient injury was reported.